Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The physician was unable to cross an unknown lesion with a taxus express2 8.8% 3.0 mm x 16 mm drug eluting stent. The physician pulled the stent and delivery device back into guide catheter which snagged the stent. This flared the proximal stent struts and the physician then chose not to use the device again. The physician then chose another 3.0 mm x 16 mm taxus stent and completed the procedure without any pt complications.